Event description:
Plaintiff alleges developing an allergy to latex and has suffered severe health problems including dermatitis, runny eyes and nose, a near anaphylactic reaction and other problems. As a result, plaintiff alleges incurring hospital, medical, and other expenses and has lost and will continue to lose wages in an unliquidated amount. Plaintiff spouse and child allege loss consortium.